Event description:
A surgeon reports that following intraocular lens (iol) implant surgery performed by a different surgeon, a pt has complained of dazzle and glare. A yag was performed by the implanting surgeon with no relief of the symptoms. The pt was seen by the reporting surgeon on a referral. Pt examined the pt and identified a prominent trefoil aberration that is of lenticular orign. The lens is not tilted, but appears to be decentered. The reporting surgeon is planning an explant.